Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Note: the patient received two leads, lot numbers unknown. It was reported the patient's (united kingdom) had high impedances on both leads. The impedances became invalid over time. During the explant the physician noted scar tissue had developed around the leads. The leads were explanted and replaced. The patient reportedly receives effective stimulation.